Manufacturer narrative:
The reported issue was confirmed, manufacturing related. The root cause identified is incorrect machine set-up during manufacturing. Three photo samples were received for evaluation. One photo shows the sticker on the right chest pad, with lot number nggy2271 and expiration date 30-nov-2024. Two other photos show two exposed ends of tubing, one with tape on the end and one without tape on the end. The tape on the taped end of tubing extends out from the end of the tube. The labeling is found to be adequate. Per the IFU: "the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance." A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they opened the arctic gel pad and tried to use it, there was damage to the tube. Per follow up information received via email on 07jun2024, the damaged sample will be sent to the bd warehouse for evaluation later. In the field, they used it by replacing it with another gel pad. The problem was solved by replacing it with another gel pad. Since the gel pad is a consumable, they will replace it with a new product.